Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw1849 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported by the nurse that liquid leakage occurred on the extension tube seven days after puncture. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause was unknown. One 4 fr groshong nxt connector was returned for investigation. A segment of groshong tubing was visible within the strain relief oversleeve. The distal end of the catheter extended less than 1mm from the distal tip of the oversleeve. Blood residue was visible within the crevices of the adjoining ends of the connector. The printing on the extension leg was partially worn. Residue from a dressing was observed on the red connector. A label from an external source was attached to the connector. A functional test revealed a leak between the white oversleeve and the extension leg. The white oversleeve was cut and pulled back, which revealed gouges in the external surface of the extension leg. A breach was observed in the tubing at the distal end of the red connector. Since the oversleeve, extension leg, and red connector are assembled during manufacturing, the sample was forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿leakage occurred on the extension leg¿ is confirmed, according to the visual evaluation was revealed material damage in the extension tube segment that appears to have been peeled but the exact cause of this condition is unknown. A lot history review (lhr) of reaw1849 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that liquid leakage occurred on the extension tube seven days after puncture. There was no reported patient injury.